Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer's monitor tilting function had failed, that the power cord compartment cover was broken and that power cord socket connection made an unusual sound. At analysis it was determined that the power supply intermittently shutdown. It was noted that the floppy disk drive was intermittently able to read disks. It was further noted that the power cord bay tabs, keyboard rail covers and lower bullet covers were broken. Additionally, the company logo button was missing and the keyboard latch was damaged but functional. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's monitor tilting function had failed, and the power cord compartment cover was broken. It was noted that the power cord socket connection made an unusual sound when the programmer was powered on. The programmer was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.